Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The product was not returned. All product and batch history records are quality reviewed prior to product release. A qualified associated product were indicated. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure) an unknown foreign substance in white (like sticky thread) was found at the right side (edge) of the optic of the lens after using the cartridge. The foreign substance was not removed through irrigation and aspiration. The iol was implanted. Additional information was requested.